Event description:
The following has been reported: biomed reported: "product issue: cassette error. Sn: (B)(6). Description of issue: no visible damage to device. Pump logs: logs available. Date and time issue occurred: unknown. Patient harm or delayed infusion: unknown/not communicated. 05/18/2026- biomed reported: "the set used during the event will not be returned. Biomed acquired a cassette to run infusions and uploaded new logs. Details on infusion: nacl (500ml/hr) total infusion: 20ml. A preliminary review identified the following issue: tubing set error (ipc connection leak failure). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.